Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The pt experienced decreased pain relief and the hcp performed an x-ray rotor study, which showed the pump rotor had stopped. The pt underwent explantation of the device in 2000. The explanted device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day and continues with intrathecal morphine therapy.